Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited a small rise in it's pacing threshold measurements. After imaging testing, it was suspected a lead dislodgement, but this was not confirmed. During pocket revision, reposition was unable to be performed as the lead had electrode end damage and helix mechanism issues. The lead was then explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a small rise in it's pacing threshold measurements. After imaging testing, it was suspected a lead dislodgement, but this was not confirmed. During pocket revision, reposition was unable to be performed as the lead had electrode end damage and helix mechanism issues. This lead was then surgically explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Visual inspection revealed no abnormalities, the lead tip/helix appeared intact and undamaged. Dried blood was noted in the helix housing and tip region, this prevented the helix mechanism to be tested. The lead passed electrical and stylet insertion testing. Laboratory analysis was able to confirm the reported allegation of helix extension/retraction issues, the remaining reported allegations were not confirmed as electrical testing was passed, analysis did not find evidence of defect or malfunctions and because laboratory observations and field report were insufficient.